Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The lcd board was ok. The pump was unable to verify weak signal or battery out limit due to blank display anomaly. The pump was received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 7.5 mmol/l. The customer stated that they had a weak battery and battery out limit. The customer stated that they have been experiencing this for a week. The customer stated that there is a scratch on the display. The customer stated that she tried several batteries and still received the weak battery and blank display. The customer will be sent a replacement pump.